Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of catheter serial #(B)(4)revealed a tear in the seal near the guide ring of the sutureless connector. The catheter was returned in pieces and patency was okay.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was further reported that the issue was resolved without sequelae on (B)(6) 2013. The intervention also included a medication adjustment of oral baclofen on (B)(6) 2013. The etiology of the illness/condition was reported as related to the device or therapy and implant procedure.

Manufacturer narrative:
Product problem is no longer applicable. The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected. (B)(4).

Event description:
It was reported that the pump and catheter were explanted. Both devices were explanted due to an infection. The patient recovered without sequela. The device system was used to deliver baclofen. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the entire system was explanted on (B)(6) 2013. Therapy was suspended on (B)(6) 2013. A medication adjustm ent was done on (B)(6) 2013. Lab work was positive on (B)(6) 2013. The patient experienced a persistent cerebral spinal fluid (csf) leak and a positive csf infection of pseudomonas aeruginosa, and intermittent fevers. The event resulted in in-patient or prolonged hospitalization, was a life-threatening situation and necessitated medical or surgical intervention. It was later reported that the onset/diagnosis of the infection was (B)(6) 2013. The last refill was during surgery. The patient ex perienced a fever, redness, swelling and incisional wound opening. The primary location of the infection was the device pocket. A culture was obtained from the device pocket and the cerebrospinal fluid (csf) and pseudomonas was cultured. Intravenous (IV) antibiotics were given. The pump was explanted and the infection resolved. It was indicated that the patient had a risk factor of post-operative wound or skin contamination (incontinence, etc.) That applied to the status of the patient before implantation of the device.

Manufacturer narrative:
The tear in the seal near the guide ring of the catheter has been updated and is no longer considered a significant anomaly. (B)(4).